Event description:
During an elective venogram by vascular surgery, on (B)(6) 2010, the boston scientific balloon dilator catheter that was being utilized ruptured twice. After the first rupture, all of the balloon fragments could not be retrieved with snaring, so the procedure was converted to an open procedure and all the retained parts were retrieved. The second ruptured balloon catheter was retrieved in its entirety. The patient evidence no sequelae from the event and was discharged home later that day.